Manufacturer narrative:
DHR review and review of complaint history did not identify any contributory factors to the event. A full analysis of the logs and of the patient folder has been performed. This analysis concluded that the impossibility to load the dicom from the pacs is due to a software issue that implies that it is impossible to load a second exam with the pacs after having deleted the temporary folder for the second time. It is related to a windows error. This issue will be addressed through the continuous improvement process of our products.

Event description:
The surgeon sent a screenshot, that he could not load a CT from pacs. The surgery was performed conventionally (without the use of the robot), because it was not possible to load images.

Manufacturer narrative:
UDI# : (B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
The surgeon sent a screenshot, that he could not load a CT from pacs. The surgery was performed conventionally (without the use of the robot), because it was not possible to load images.